Manufacturer narrative:
Abbott customer support advised the customer to replace the analyzer's r1 and r2 probes as well as washing the cuvettes. The customer stated the result issue was not resolved until the following parts were replaced: r1 and r2 probes, cuvette dry tip, and mixers. They performed a precision run, which was within specification. Subsequent instrument operation was acceptable. No returns were made available from the customer site. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Review of the architect (B)(4) service history did not identify any contributing factors. The architect system operations manual contains information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, there is evidence to reasonably suggest a product malfunction occurred as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a.1. Patient identifier: (B)(6).

Event description:
The customer reports that one patient sample (sid (B)(6)) generated an initial architect clin chem phosphorus assay result of 11.4 mg/dl on an architect c8000 analyzer. This result was questioned by a physician. The sample was not recentrifuged but was retested at 4.3 mg/dl. The customer uses a normal reference range of 2.3 to 4.7 mg/dl. Controls have remained within specifications. There is no impact to patient management reported.